Manufacturer narrative:
The device remains in the patient and is being used for hemodialysis treatments. No device lot number was provided. A review of the manufacturing records was not possible. The medcomp luers are universal female luers and will mate securely with any universal male luer of the bloodlines, syringes, injection caps, etc. Without an evaluation of the device involved a root cause could not be determined.

Event description:
Restless patient, refusing to undress, to let the nurses make the hourly blood pressure measurements. Connection at 8h00. First check at 8h15: bp and luer lock connection. At 10h36, the patient calls as she is cold. The nurse saw the catheter and the venous tubing are disconnected. Immediate clamping of the dialysis lines, recovery with gelofusine (infusion solution of 40 mg/ml modified gelatin). Cbc and transfusion of 2 prcs in the afternoon. No loss of consciousness. The patient went back home at the end of the day, refusing to be hospitalized. Estimated loss of blood: 1000 ml.